Event description:
Rn noticed trach tube was partially dislodged. The pt was gray and unresponsive to stimuli. The trach tube was found to be in the tracheostomy stoma, therefore positive pressure was sensed and the ventilator did not alarm. The pt expired from hypoxic ischemic encephalopathy. On the day of the event the ventilator was taken out of service and sent to the biomedical engineering dept to be evaluated. The ventilator was found to be in proper working condition and was returned to service.